Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported the customer received multiple temperature alarms while sitting inside their room temperature home. The customer's blood glucose levels were not affected. Tandem technical support verified the alarms in the pump history. The customer will use an "old pump" to manage diabetes until they receive a replacement pump.